Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was blood at the site of the sensor. Customer also mentioned that his inserter was jammed and was unable to fire the first sensor. Customer's blood glucose reading at the time of the call was 48 mg/dl and did not want to talk any further about his blood glucose readings. No further information reported.